Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The physician elected to cap and replace the lead. The procedure was completed successfully; the patient was noted to be in good condition post surgery.